Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2006. Legal counsel further reported patient underwent a revision procedure on (B)(6) 2010 due to patient allegations of elevated metal ion levels, pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, dysfunction, soreness, and loss of range of motion. Review of invoice history was unable to confirm the implant or explant date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's right hip revision operative report noted patient was revised on (B)(6) 2010 due to pain. Revision operative noted the presence of joint fluid, a necrotic pseudotumor, and crevice corrosion at the trunnion op report further noted a nerve decompression was performed and the stem was well fixed. The acetabular cup and modular head were removed and replaced with a competitor cup and a biomet head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08194 & 2015-00741)

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2006. Legal counsel further reported patient underwent a revision procedure on (B)(6) 2010 due to patient allegations of elevated metal ion levels, pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, dysfunction, soreness, and loss of range of motion. Review of invoice history was unable to confirm the implant or explant date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.